Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was pre-dilated with a 2.50x12mm emerge balloon catheter. A 2.50x16mm promus premier drug-eluting stent was advanced but couldn't pass through the 6f non-boston scientific guide catheter. The promus premier stent was withdrawn with force. The stent delivery balloon catheter was split in the middle segment of the catheter in two pieces. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete device return of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast and blood present within the shaft. At the distal end of the rapid port exchange (rpe), the shaft was separated. The rpe was torn for a length of 4mm. The incomplete device return was missing the most distal portion of balloon starting from the rapid port exchange. Product analysis confirmed the reported events as there was separation to the device which would lead to difficulty removing the device. The device also had unreported kinks and a torn rpe.

Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was pre-dilated with a 2.50x12mm emerge balloon catheter. A 2.50x16mm promus premier drug-eluting stent was advanced but couldn't pass through the 6f non-boston scientific guide catheter. The promus premier stent was withdrawn with force. The stent delivery balloon catheter was split in the middle segment of the catheter in two pieces. No patient complications were reported.